Event description:
It was reported that after placement on (B)(6) 2025, when attempted to remove the balloon in the ward, was unable to drain the water. They said they were able to inject water. On (B)(6) 2025, an urologist removed the balloon under fluoroscopy.

Manufacturer narrative:
The reported event was confirmed-manufacturing related. The product had caused the reported failure. Sample has been evaluated and observed the exterior of the sample and did not find any evidence of a failure that would support the reported event. There was no dent on the surface of returned catheter. Catheter can be inflated. However, there were take too long time for catheter deflation. Dissected catheter and found there was poor snip eye that could have contributed to the reported event. A potential root cause for this failure could be poor snipping /uneven snipping. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Correction: d,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement on (B)(6) 2025, when attempted to remove the balloon in the ward, was unable to drain the water. They said they were able to inject water. On (B)(6) 2025, an urologist removed the balloon under fluoroscopy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.